Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, but a picture of an open sample (only the plastic support) with a piece of thread of about 3 cm long attached to the needle. However, without any closed sample we cannot carry out an analysis in order to take a decision. According to the information received, only one unit was affected by this issue. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that when opening the package, it was found that there was no thread. The needle was in the package. It was found in 1 unit of the 36 units contained in the box. This defect was detected before use, there is no patient involvement. No additional information has been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.